Event description:
It was reported that when using the bd pyxis¿ es server system all of the order were not crossing over. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all of the order were not crossing over. A technical support specialist (tss) connected to the application server to investigate the issue and executed a downtime query, identifying a disconnected flag related to the central communication engine. The tss restarted the required services and rechecked the system, then deployed the central communication engine package, after which message processing resumed but remained slow. The tss identified excessive memory usage caused by a windows print driver process and terminated the process to restore performance. The tss also observed that earlier errors were related to network interruption, after which message processing returned to real-time operation. The tss communicated the updates to the customer, confirmed resolution, advised monitoring for recurrence, and proceeded with case closure based on customer confirmation. The system functioned as intended after the technical support specialist troubleshot the issue.